Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot number: 311.44, synthes lot number: 4602891 , supplier lot number: n/a, release to warehouse date: 28 may 2003. Expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date, one (1) t-handle with quick coupling broke and won't detach to the extraction bolt. It is unknown how the issue was discovered. It is unknown if there was patient involvement. This complaint involves two (2) devices. Investigation flow: device interaction. Visual inspection: the t-handle with quick coupling (part # 311.44 lot # 4602891) was received at us cq stuck to the extract-bolt f/scr ø3.5+4 (part # 309.039 lot # l675751). There are slight scratches and nicks along the t-handle shaft. No new issues were identified except for normal wear and tear signs that will not affect the functionality of the product. These findings are consistent with the reported complaint description . Functional test: a functional test was performed, the device was not able to be disassembled at us cq. The t-handle would not disengage from the extraction bolt. The reported complaint was replicated thus confirming the complaint condition. Dimensional inspection: dimensional inspection at relevant features could not be performed due to stuck condition of the device. There is no access to take measurements at relevant features. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). No design issues were identified with the reviewed drawings. Manufacturing record evaluation: the t-handle with quick coupling (part # 311.44 lot # 4602891) was manufactured at the synthes brandywine site on 28-may-2003. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed as the t-handle with quick coupling (part # 311.44, lot # 4602891) was received with extract-bolt f/scr ø3.5+4 stuck in the quick coupling and unable to be released. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, one (1) t-handle with quick coupling broke and won't detach the extraction bolt. It is unknown how the issue was discovered. It is unknown if there was patient involvement. This report is for a t-handle with quick coupling. This is report 1 of 2 for (B)(4).